Event description:
Based on information reported to davol: (B)(6), 2008 - patient underwent gastric bypass. A previous mesh was removed. A composix kugel was implanted. Drains were placed at the time of the implant. (B)(6), 2011 - patient admitted to the hospital presenting with abdominal pain and epigastric tumoration just below the scar. Treatment was collection drainage and therapy. (B)(6), 2011 - the mesh was removed via laparotomy.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the information provided, no conclusion can be drawn.